Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
The pump was returned to the manufacturer. Per pump telemetry the pump was delivering dilaudid 10 mg/ml; 0.059 mg/day bupivicaine 20 mg/ml: 0.119 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and rsd/causalgia-complex regional pain syndrome.